Event description:
Pt report of pain at the implant site since the time of implant, desires explant procedure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.